Event description:
It was reported that foley catheter balloon was deflated. Balloon intact on removed. Reported re-catheterized. Not secured in stat lock properly. Not retained minimal product details ucam not completed to detail removal. Not noted as medical equipment issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon deflated during use duration of surgery; however, upon removal the balloon was found intact and the patient was recatheterised, not secured in stat lock properly, not retained minimal product details, ucam not completed to detail removal, not noted as medical equipment issue, these cover 3 separate issues, deflation of balloon immediately, or soon after inflation. Inability to inflate balloon due to issue with inflation port. Catheter physically breaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.